Event description:
The customer reported system not able to boot. No pt injury was reported.

Manufacturer narrative:
The service rep troubleshot the system to the power control pcb and ordered a pcb. The rep will schedule a time for service.